Manufacturer narrative:
Product complaint # (B)(4).   This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.  The single complaint was reported with multiple events. There are no additional details regarding the additional events.  Citation: european journal of obstetrics & gynecology and reproductive biology. 2020; 253: 15¿20. Doi: https://doi.org/10.1016/j.ejogrb.2020.07.033lot/batch was not provided; therefore, the manufacturing record evaluation could not be completed.   Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.   Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that the ethicon product (prolift pelvic floor repair) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Patient demographics.

Event description:
It was reported in a journal article with title: predictors for de novo stress urinary incontinence following pelvic reconstructive surgery with mesh. The aim of this retrospective cohort study is to evaluate the incidence of and predictive preoperative factors for the emergence of de novo sui in women undergoing surgical correction of anterior vaginal wall prolapse with a synthetic mesh. Between 2007 to 2017, a total of 146 female patients (mean age = 61.2±7.0 years; mean bmi = 27.4±3.8) diagnosed with anterior vaginal wall prolapse stage ii or higher according to the pelvic organ prolapse quantification system (pop-q) were included and underwent surgical correction of pop with a synthetic mesh. Surgery was performed using a prolift anterior (gynecare/ethicon) in 72 patients, while the rest were from competitors. Reported complications included de novo stress urinary incontinence (n=13), which required new surgical treatment in an unknown number of patients; objective pop recurrence (n=?), which required new surgical procedure in an unknown number of patients, as they had recurrence-related complaints that impaired their quality of life (subjective recurrence). In conclusion, the incidence of de novo sui after the surgical correction of anterior vaginal wall prolapse with synthetic mesh in this population was 15.8 % and 20.5 % at 3 and 12 months of follow-up, respectively. Continent women who underwent this surgical procedure and who had a higher bmi, diabetes and pop-q stage =3 had a higher risk of presenting de novo sui.